Event description:
It was reported that a spectrum iq pump powered off without user input during testing at the emergency (uhb). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to function as intended with no issues. A review of the event history log revealed multiple events of improper shutdown messages. An improper shutdown message occurs at power up after all power to the pump was lost however the means by which power became disconnected is unknown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified but cause could not be determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.